Manufacturer narrative:
B3/d10: the events occurred on september 17 and september 18, 2025. E1: initial reporter postal code: (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not infuse and no medication was administered during patient infusion via a peripherally inserted central catheter (PICC). A kink was observed in the line during use of one (1) device. The devices were filled with 500mg vancomycin in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between december 19-20, 2024. H11: two devices were received for evaluation containing 211 and 213 ml of fluid in their bladder respectively. Visual inspection on the returned samples did not identify any abnormalities that could have contributed to the reported condition. After the luer caps were removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The two devices were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.